Event description:
A malfunction code malf 13 was reported with the customer's insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent and provided instructions on storage mode and return procedures, which the caller understood. The customer was instructed to use an alternate insulin delivery method, mdi, while awaiting the replacement.